Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. When the device was powered on the display shut down within a few seconds and 10 beeps are heard. The 10 beeps alarm looped continuously until the device was shut down. The 10 beeps anomaly causing the device to switch off was due to a defective component u21 (current limiter ic) on the instrument board.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device switched off after approximately 60 seconds. No known impact or consequence to patient.